Manufacturer narrative:
Additional information: the device did not penetrate a previously implanted stent. - fdd code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trustar coronary drug-eluting stent, a balloon burst/leak occurred during stent deployment at an inflation pressure of 2 atm. The issue occurred on first inflation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note that this device (onyx trustar ) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (onyx frontier). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later confirmed that it was a balloon rupture that occurred. The lesion being treated was a non calcified, non-tortuous lesion located in the right coronary artery (rca). The device was inspected prior to use with no issues noted. Negative prep was not performed. Resistance was not noted when advancing the device to the lesion. Excessive force was not used. The device was not moved or repositioned in the lesion while inflated. There was no patient injury as a result of the event and no medical or surgical intervention was required to prevent permanent impairment. Initial reporter's phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.